Event description:
Caller tested 2.0 inr on the coaguchek s system while a professional meter returned as 2.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.